Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise was noted on the right ventricular (rv) lead. Diagnostic imaging was conducted which confirmed insulation damage to the rv lead. The rv lead revision is anticipated to resolve the event. The patient was stable with no consequences.